Manufacturer narrative:
Service inspected the alinity c processing module due to frequent error code 7071. The connector on the bd., cooler controller was found to be loose which caused the connector to burn/char. The bd., cooler controller was replaced to resolve the issue. Although the part was available for return a photo was used instead to confirm the damage of the bd., cooler controller. Review of the service history for the analyzer identified no additional issues of burn/charred components since the part was replaced. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/charred observed was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the bd., cooler controller part. No other complaints were received associated with burn/charred for the part within the past twelve months. A review of the alinity c product monitoring tracking and trending data did not identify any trends related to the issue identified in this complaint.

Event description:
While servicing the alinity c processing module a loose connector was found to have caused the connector to burn/char. No fire or smoke was observed. No impact to user safety or patient management was reported.